Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced advanced evaluation (ae) for urge incontinence. It was reported that the trial patient was in a lot of pain, felt weak and dizzy, and had been vomiting and had to go back to the hospital last night by ambulance. Since then, the patient had mostly been sleeping. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if any actions/interventions were taken or if any diagnostics were performed. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the trial patient on sept. 20, 2018 reported that they were not feeling week, was ¿fuzzy headed¿, and tired. There were no further complications reported or anticipated.